Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000254790 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After deploying the seal, an unknown amount of bleeding was so severe that it could not be used. The seal entered the aorta. A finger was put on it when it was pulled out the delivery device. It seems that the tension spring was touched, but the bleeding still did not improve. No blood transfusion was performed. No surgical intervention was performed. No peeling or cracking of the seal was confirmed during loading or before loading. No procedural delay. So they released a new product to deal with it. No patient was harmed.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.